Event description:
Caller reported occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The caller resolved the issue before troubleshooting and no further action was required.